Event description:
It was reported, that the patient presented in clinic for a generator exchange procedure. Device interrogation noted, the right ventricular (rv) lead had high capture thresholds. The patient was asymptomatic. The rv lead was capped. And a new rv lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.